Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd connecta experienced leakage. The following information was provided by the initial reporter: the patient entered the operating room in a wheelchair for artificial abortion. The preoperative preparations were all normal. During the operation, the nurse found that there was fluid leakage from the patient's wrist. After careful inspection, the fluid leaked from the three-way tube, and the patient was re-introduced. The connecta was disinfected and replaced with a new one, and the operation went successfully. This incident did not affect the patient's operation.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd connecta experienced leakage. The following information was provided by the initial reporter: the patient entered the operating room in a wheelchair for artificial abortion. The preoperative preparations were all normal. During the operation, the nurse found that there was fluid leakage from the patient's wrist. After careful inspection, the fluid leaked from the three-way tube, and the patient was re-introduced. The connecta was disinfected and replaced with a new one, and the operation went successfully. This incident did not affect the patient's operation.